Manufacturer narrative:
The sample was serum. The ise system was calibrated prior to this event and qc results were within the lab's established ranges. The field service engineer (fse) recalibrated the system. A clear root cause has not been identified.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to four (4) erroneous low sodium (na), calcium, and chloride (cl) results, which were generated by unicel dxc 600 pro chemistry analyzer. The erroneous results were reported out of the laboratory. Samples were repeated on a different instrument and higher results were obtained. Amended reports were issued. The customer has not received any reports of patient injury requiring medical intervention or change to patient treatment in connection with this event.